Event description:
It was reported that the patient experienced four infusion set fell off during use events on (b)(6)2026. The infusion sets were used for three hours.

Manufacturer narrative:
Initial 4 of 4Based on the available information, this event is deemed to be a reportable malfunction.To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA Registration NumberReporting Site: 8021545Manufacturing Site: 3003442380.